Event description:
It was reported that the reservoir leaked. The transfer guard felt loose. Customer's blood glucose reading was 112 mg/dl. Customer treated with food. The blood glucose increased to 163 mg/dl, then increased to 236 mg/dl. The last blood glucose reading was 212 mg/dl. Customer wiped off insulin on the vial. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill test and reservoir passed per specifications. No leakage anomaly noted during analysis. Reservoir connected and released properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.